Event description:
The customer reported being in the emergency room due to high blood glucose of 600mg/dl. The customer experienced nausea and vomiting. The customer declined to troubleshoot and she stated that her insulin pump was functioning correctly; she felt it might have been the reservoirs that were part of the recall. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.